Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient was hospitalized due to high blood glucose levels which was in between 300 to 400 mg/dl, therefore patient had received manual injection. The patient also reported that the reason for hospitalization was due to feeling sick/unwell extremity pain/cramps increased thirst and stayed in hospital for 2 to 3 days and received treatment of IV insulin drip. It was reported that the patient had diabetic ketoacidosis on last (B)(6) . No further information available.